Event description:
The board intermittently stops operating with manikins (used to test operation of autopulse board) and with pts indicating alignment issues. Without realigning the subject, the board restarts on it's own.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Visual inspection of the returned autopulse platform showed top cover, front enclosure, bottom enclosure, and battery lock were damaged and these components were replaced. The reported problem could not be duplicate or confirm during testing. The platform used was inspected and tested by a trained zoll service representative and no system malfunction was found. The board passed final test. No adverse event reported.